Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. (B)(4).

Event description:
It was reported the patient presented for a routine implant procedure. While implanting the right atrial (ra) lead it was noted that there was poor current of injury. The physician attempted to reposition the lead, but the helix would not retract. The lead was removed and replaced to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.